Event description:
As originally reported, during an unknown procedure, another manufacturer's balloon would not track over an amplatz extra-stiff support wire guide. The wire was removed and another wire was used. There was no harm to the patient. Upon return and initial evaluation of the complaint device on 26may2026, the wire was frayed.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.